Event description:
Health care professional reported that the valve impinged in the closed position three times during the implant procedure. Reorienting the valve did not elminate the problem. The valve was replaced and returned for analysis.